Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow-up with hemodynamic difficulties. Upon interrogation, the pulse generator exhibited back-up vvi operation. After reprogramming, the device resumed normal function.